Event description:
The hcp reported multiple low battery resets in pump logs starting on (B)(6) 2013. Telemetry confirmed a critical alarm was occurring. Reset occurred - low battery. Safe state occurred. The hcp reported that the patient did not have any withdrawal symptoms which was surprising. The hcp planned to evaluate the patient¿s catheter because of the patient¿s lack of symptoms. The patient¿s only complaint was that the patient was getting more toe curling than normal. The hcp stated they are coordinating a pump replacement for the patient and plan to return the old pump back to the manufacturer for analysis. The pump was used to deliver lioresal.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance. (B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Event description:
The device was explanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the cause of the event was motor stall-premature low battery and the catheter was occluded. The pump was stalled since (B)(6) 2013. The patient with a malfunction of catheter and premature failure of battery both components replaced. The patient had increased spasms and toe curling. The patient outcome was recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.